Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and was replaced for a different model to complete the procedure. No complications reported, and patient status was stable.